Event description:
It was reported that dung a preventive maintenance (pm) performed by a getinge field service engineer (fse), the pneumatic module assembly of the cardiosave intra-aortic balloon pump (iabp) failed the the manifold test. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
(B)(6). A getinge field service engineer (fse) discovered found that the pim failed during manifold testing. The fse replaced the pneumatic module assembly and performed a pm. Full calibration, functional, and safety checks were performed which passed to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
Maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had pim failure during the manifold test. There was no patient involvement, and no adverse event reported.